Event description:
A report was received from the nurse that the patient passed away. No further information is available at this time.

Manufacturer narrative:
Date of death is unknown. Additional suspect medical device components involved in the event: model #:sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.